Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of an interrogation report shows sensing integrity counter (sic) on the right ventricular (rv) channel of the implantable cardioverter defibrillator (ICD). Further review indicates that the implantable cardioverter defibrillator (ICD) had electromagnetic interference (emi) exposure with a time stamp correlating to a medical procedure. The device remains in use. No patient complications have been reported as a result of this event.